Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; d4; g3; g6, h2, h3; h4; h6, h11. Visual examination of the provided pictures identified the explanted liner and head, with wear damage noted to both devices. No further evaluation can be made. Pictures of the stem were not provided, and it remains implanted. The device history record was reviewed, and no discrepancies relevant to the reported event were found. The reported products were reviewed for compatibility, with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent a hip revision approximately 19 years post-implantation due to metallosis. During the revision procedure, the liner and head were explanted. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 4372-28-055 inter-op metasul inlay 55/28 1592126. 735502301 12/14 taper porous stem collarless short neck size 1 right 60456530. 5362-00-055 converge multi hole 55 1595535. 6301-07-020 screw 6.5/20 60208287. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.